Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 988 mcg/day) via an implanted pump. The pump was delivering in flex mode (base dose 668 mcg with 50 and 60 mcg boluses throughout the day). The indication for pump use was head/brain injury and intractable spasticity. The ER (emergency room) physician reported that the patient¿s pump was filled today. Per the reporter, the patient was very sick, and they were suspecting an overdose. The patient was currently on a ventilator. The reporter was requesting that a local representative be paged for assistance as they did not have access to a clinician programmer. Additional information was received from a company representative who reported that the logs indicated the pump was refilled around 3:49 pm and while the patient was being driven home, the patient¿s mother noticed that the patient stopped breathing so took the patient to the hospital right away. The patient was incardiac arrest and had to be resuscitated. Based off the logs, there were no changes to the medication or dosing. When the pump was interrogated at 11:14 pm, the pump said it had 39.9 ml left in the pump. They were thinking there was a pocket fill; however, when the reporter was with the patient, he didn¿t notice swelling at the pocket site. The pump was programmed to minimum rate per the ER physician¿s request. It was noted that the ER doctor was trying to keep the patient alive at the time; was working on transferring the patient to another hospital; and no longer needed the reporter¿s assistance. Additional information was received on 29-sep-2021 from an ICU (intensive care) physician who said the patient was in the ICU and he thought the patient was having toxicity due to baclofen. The physician was calling to request assistance from a local representative in checking the pump and turning it off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a pocket fill was not confirmed at this time and it was unknown if there were or would be any additional actions/interventions taken to resolve the issue.